Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose levels. Customer's blood glucose level at the time of the hospitalization was 900 mg/dl. Customer stated that his boluses were going, but his blood sugars were not going down. Customer reported symptoms of dry mouth, light headedness, nausea, chest pain and high blood pressure prior to the hospitalization. Customer was treated with medications to slow down the heart rate and chest pains. Customer was also given insulin through an injection and fifteen minutes of insulin drips through an IV. Customer believed to be having a heart attack, however the doctor realized he was having high blood sugars after a blood test. Customer's current blood glucose level is 214 mg/dl. Customer declined troubleshooting for high blood glucose levels. No further information reported.